Event description:
It was reported by customer that the unknown pure wick home care disposable has developed chronic urinary tract infection since starting the use of pure wick at home. They want to know if the pure wick was causing this issue. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.